Manufacturer narrative:
This device was not returned to (B)(4) for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to (B)(4), no investigation could be completed. This report will be updated if the device is returned to (B)(4).

Event description:
The initial reporter stated that they had a set had a hole in it. They did not state if the set leaked or not. (B)(4) followed up with the initial reporter, who stated that they had no additional information. No adverse effects to the patient were reported. (B)(4).